Event description:
It was reported that there was high impedance on the high voltage ¿b¿ (hvb) portion of the right ventricular (rv) lead during the device replacement. It was noted there was possible fracture on the hvb coil. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range and the impedance trend on the rv (right ventricular) defibrillation coil was variable. Rv defib impedance is high and variable; variation from 322 to 840 ohms.